Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump basal iq feature stopped insulin delivery and did not resume insulin delivery. Customer's blood glucose (bg) elevated (400 mg/dl) and ketones were present. Customer changed cartridge and infusion set site. Insulin injection was administered to address bg. Tandem technical support reviewed pump data. Basal iq suspended insulin on (B)(6) 2019 at 10:26pm and resumed at 10:52pm. Insulin delivery was then user aborted at 10:53pm and was not resumed. This resulted in suspended insulin delivery and was the cause of the resume pump alarm. The basal iq was functioning as intended. After multiple attempts were made by tandem technical support (cts) to discuss the findings with the customer, a contact for the customer returned cts's follow up request. Contact acknowledged the pump data findings; however, maintained pump was the issue.